Manufacturer narrative:
On 02/10/2017, tandem clinical diabetes specialist reported that the customer was to try using the t:30 infusion set. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had an ongoing high blood glucose (bg) levels (430 mg/dl) with a small to moderate trace of ketones. A corrective bolus and temporary basal rate were used to address the high bg. The contact thought that hormones may have been a contributor of the high bg levels. A pump system check was performed and no device issues were found. Tandem technical support advised the customer to discuss the bg level with a healthcare provider. The contact declined further follow-up.